Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another 5.0mmx100mmx150cm (4f) sterling balloon catheter. No patient complications were reported.